Manufacturer narrative:
There was no patient or user injury from this incident.the manufacturer has requested return of the parts for evaluation.

Manufacturer narrative:
The unit was returned for evaluation on 04-august-2011. The articulated arm, remote, and horizontal arm were examined at the repair center and were found to have cosmetic damage. The 12 inch cone, tubehead, and converter were examined at the repair center and were found to have physical damage. The device was in the field for about 2.5 years suggesting the failure is likely not attributed to a latent manufacturing defect or an improper installation. Based on the available information, the failure is likely attributed to a lack of annual maintenance performed in accordance with product labeling. The expert dc user manual (032-0206-en) states that in the interest of equipment safety, a maintenance program must be established by the owner and service performed by fully qualified personnel on an annual basis. Calibration and function checks must be performed on the device at installation and on a yearly basis. This concludes our investigation.

Event description:
The yoke and tubehead of the intraoral x-ray unit separated from the articulated arm during use and was hanging by the wires.